Manufacturer narrative:
Product event summary: analysis found that the programmer powered on correctly for a few minutes and then would go to a black screen, as a result the power supply was replaced to resolve issue. It was also noted that the left keyboard hinge was broken and the system fan was noisy.

Event description:
It was reported that the programmer powered on to a black screen and did not proceed to the "interrogate" screen. It was further noted that the keyboard top was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l radio frequency programmer head; product ID 229047 software analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.